Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt is less than or equal to 2.6251 volt. Weekly battery voltage trend data shows min bat=2.627 to 2.607 volts between (B)(4) 2012 and (B)(4) 2012. There was six low battery voltage alerts between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.